Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the displacement, rewind, basic occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within specification and passed the off no power test. The pump had a broken reservoir tube lip, a cracked case near the display window corners, a cracked display window, a missing end cap sticker, and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error, prime anomaly and loose drive support cap on the insulin pump. The customer's blood glucose was unknown. The customer stated that there was a button error in the alarm history. The customer stated that insulin squirted out during the manual prime process. The customer stated that insulin continued to drip after letting go of the act button during the manual prime process. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.